Event description:
Customer reported that a patient presented with a surgical site wound dehiscence with purrulent drainage two weeks following lumbar spinal procedure. Antibiotics were administered. An incision and drainage was performed followed by wound cleansing.

Manufacturer narrative:
Conclusion: no conlusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.